Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The lot code for the reported device was not provided. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
"The new anterior skim cutting guide in the consigned scorpio set was unable to be tightly locked into the ar femoral alignment guide. When the surgeon used the saw, the guide moved around and out of position. The surgeon was able to complete her cut by holding the hex wrench on the locking screw, effectively holding it in place."